Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the e226 (scope communication error) is cause traced to component failure. Also, for the c-cover has foreign objects, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had an e226 (scope communication error) occurrence, and the c-cover had foreign objects. There was no patient involvement.